Manufacturer narrative:
The field service representative (fsr) performed troubleshooting on the instrument, architect c4000, serial number (B)(6). Service observed that the hcw pump was clogged/obstructed causing inadequate cuvette washing. The hcw pump out to t ftg (rohs)_part number 7-205612-02 was deemed the likely cause and cleaned (unblocked), resolving the issue. The instrument service history review revealed no additional service tickets on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c4000 processing module did not identify an increase in complaints as related to the current complaint. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module, serial number (B)(6) or the hcw pump out to t ftg (rohs)_part number 7-205612-02 was identified.

Event description:
The customer observed a falsely depressed total bilirubin result on the architect c4000, serial number (B)(6) for one patient. The sample was repeated on an architect c8000, serial number (B)(6), with the expected results. The following data was provided: sid (B)(6) initial result = t bili <0.10 mg/dl repeat result = 0.28 mg/dl. Reference range = 0.20 - 1.20 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed total bilirubin result on the architect c4000, serial number (B)(6) for one patient. The sample was repeated on an architect c8000, serial number (B)(6), with the expected results. The following data was provided: sid (B)(6) initial result = t bili <0.10 mg/dl repeat result = 0.28 mg/dl. Reference range = 0.20 - 1.20 mg/dl no impact to patient management was reported.